Event description:
Account alleged that they were concerned due to the wear to the adapter for the viking xl from the lift arm to the connection to the sling bar. Account alleged that filings appear on the top center pivot area of the sling bar just below the adapter. No injury reported.

Manufacturer narrative:
The account sent a picture of the worn link and the one on the left is obviously ovaled. The account ordered the needed parts to make the repair, parts are on back order so the equipment was taken out of service until repair can be made. No further info on the repair of the lift is available at this time.